Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is not delivering the correct amount of insulin. Customer stated that the insulin pump give her too much or not enough. The insulin pump also alarming motor errors. The current blood glucose reading is 99 mg/dl. Customer has cleared the alarm. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional tests, including prime, displacement, basic occlusion, excessive no delivery alarm test. Motor was tested outside the device and it passed, no motor error alarms noted.